Manufacturer narrative:
The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ blue. As it was stated, upon the preventive maintenance activities being performed on the device, a cap was found to be missing from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Defective part cap spring arm blue 30 new ral9016 (ard569010102). Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment or diagnosis when the event took place. It occurred during preventive maintenance. Subject matter expert established: the most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a re-adjustment of the spring arm during the maintenance of medical device. The yearly preventive maintenance program documented in the technical manuals mentions to check the presence and fixing of the plastic covers. The cap must be reinstalled during installation or after the maintenance procedure. We strongly advise to check similar devices in the hospital in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts. Blue 30 / lucea 40-50 : ard569010102 was replaced and device returned to usage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: getinge service technician h3 other text : device not returned to manufacturer.

Event description:
On 3rd november 2023 getinge became aware of an issue with one of our surgical lights ¿ blue. As it was stated, upon the preventive maintenance activities being performed on the device, a cap was found to be missing from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.